Event description:
It was reported that one of the release pins came out and will not go back in to the foot frame of the bar600ivc bed. The provider states the bed is owned by her company and the bed was with a consumer when the pin came out. No additional information is available per the provider.